Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 549 mg/dl. Troubleshooting was performed. The events leading to her admission were: weakness, thirsty, frequent urination, chest pains, and migraine. The programming, time, and date were correct. Advised the customer to call back when the tubing clamp arrives to complete testing. The customer has not been connected to the insulin pump since her hospitalization, and she was recommended to revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.